Manufacturer narrative:
Concomitant medical products: product ID: 37761, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the replacement of the desktop charger resolved the dead ins.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Event date month and year valid only ((B)(6) 2018). Analysis of the desktop charger (serial # (B)(4)) found the cable assembly connector pins were broken. Conclusion code applies to the ins and conclusion code applies to the desktop charger (serial # (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger was not charging after the patient had plugged it in for 4 days. The patients stated once in a while the patient had this issue and had to leave it plugged in for 4 days. The patient stated sometimes it would charge a little, but now it would not charge at all. The ins was dead because the patient could not charge the recharger. The desktop charge green light was on and the connector did not look bent. The patient unplugged the connector pin and reinserted it into the recharger. The connection felt secure and the patient saw the plug icons on the recharger screen. The recharger recognized it was plugged in, but would not charge. No symptoms were reported. No further complications were reported or anticipated.